Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -12.00 diopter was implanted into the patients left eye (os) on (B)(6) 2024 . The patient experienced low vault without rotation. On (B)(6) 2024 the lens was explanted and the problem resolved. In the reporter opinion the cause of the event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h11: disregard initial MDR as was reported in error and n/a. Claim# (B)(4).